Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving gablofen (500 mcg/ml at 225 mcg/day) via an implantable infusion pump. It was reported that the patient presented with "under and overdose symptoms." A CT myelogram and a catheter dye study were performed and no issues were found. The patient was brought to the operating room and the catheter aspirated fine and no visible issues were seen. The hcp decided to replace the entire catheter anyways. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. There were no environmental, external or patient factors which may have led or contributed to the issue. No further complications were reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection identified there was damage to the transition tubing. If information is provided in the future, a supplemental report will be issued.